Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change out, externalized conductors were observed. No electrical anomalies detected. Patient was asymptomatic. The lead was explanted and replaced.